Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported: "loudspeaker fault and message saying bus master defect. This message appears at the time of the on/off and when they touch the screen, no sound". Patient involvement is unknown. There was no reported patient/user injury.

Event description:
The customer reported: "loudspeaker fault and message saying bus master defect. This message appears at the time of the on/off and when they touch the screen, no sound". It is unknown if the device was in clinical use at the time of the reported event. There was no adverse event or patient harm reported.

Manufacturer narrative:
The customer reported: "loudspeaker fault and message saying bus master defect. This message appears at the time of the on/off and when they touch the screen, no sound". It is unknown if the device was in clinical use at the time of the reported event. There was no adverse event or patient harm reported. The philips remote service engineer (rse) confirmed the event and a replacement loudspeaker assembly and bus master card were ordered. The customer requested to order a loudspeaker assembly and a new bus master card. The parts were ordered per the customer request. The cause of the event was the bus card and loud speaker assembly. The issue was resolved with the parts order. The device remained on site.